Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site to inspect the instrument. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an advia 2400 chemistry instrument. The result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing and noted the result was higher. The customer considered the repeat result to be correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00124 on 02-jun-2022. Additional information (09-jun-2022): siemens reviewed the information provided and noted that a siemens customer service engineer (cse) performed services on the advia 2400 chemistry instrument. The cse checked the alignments and heights of the mixer # 2, probes, and wash units and noted the mixer was lower and the dryer tip of the cuvette washer (wud) higher. The alignments were verified and adjusted, and a precision test was complete with acceptable results. The cse performed additional services, including preventive maintenances (pm), replacing the pump seals, cuvette drain pump (cdp 1 and 2) cassettes and tubing, and mixer # 2 rotational motor because it failed to turn. The cse verified the instrument's performance, and the customer completed additional maintenance and quality controls. The customer noted no issue or a recurrence post-service repairs. Siemens determined that servicing the pump seals, cdp cassettes, and tubing were proactive and preventative measures and concluded it is not a reagent lot or method issue. The cause of a falsely depressed enzymatic creatinine_2 (ecre_2) result is due to the mix # 2 motor. The instrument is operational, and no further evaluation was required. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to include new codes.